Manufacturer narrative:
The incident described as inflation valve leakage due to valve defect of catheter was confirmed by the investigation, associated with clinical consequences such as reintervention for change of catheter on patients who just underwent radical cystectomy, risk of failure of the surgery as the so called anatomists could be damaged by a replacement, is rated severity parameter level 3 referring to our clinical risk management procedure. For these complaints the risk evaluation has been done based on the risk criteria from the procedure for risk management. The evaluation has showed that risks are adequately controlled and reduced as far as possible the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to available information, the incident described as inflation valve leakage due to valve defect of catheter.